Manufacturer narrative:
As neither a lot number nor involved samples have been made available to the date of this report no investigation could be performed. We have requested further information, a questionnaire to be completed and the concerned customer sample for testing. We will provide a follow up report once any further will become available.

Event description:
On march 05th, 2026 we have been informed of an adverse event involving a dispersive electrode. A shoulder procedure was performed at (B)(6). A megadyne dispersive electrode catalog number 0855c (our model rs271a30) and an unknown generator had been used. The initial report was stating that: "it was reported by the sales rep that during a reverse total shoulder procedure, when they pull off the device from the patient, the patient skin tore with the pad. The patient is okay and had them [sic] treated. " it was also stated "product return status: available". No information about the generator model, the power settings, the patient, how the skin was prepared, how the injury was treated afterwards have been disclosed to us.